Event description:
During a device event log review, error 28 (keyboard error) was found. The housing and keyboard were replaced to resolve this error. After repair, the device was found to meet specification.